Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer did the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.